Event description:
It was reported that the patient had small r wave amplitudes and 'n' markers seen beneath the r waves, as well as low signals sometimes not sensed. The field representative advised to call the patient to be seen in clinical for a follow-up with extensive manipulation. X-rays showed normal findings and manipulation did not reveal artifacts in the secondary sensing vector. Despite good findings it was advised to program the device to the primary sensing vector due to the signal being good and to avoid future noise detection. Most recently the patient received an inappropriate shock due to noise/overseeing involving this electrode. Device data was sent to technical services (ts) for review. Ts reviewed the provided information and discussed recommendations. Ts noted that a review of the available electrocardiogram recordings showed a possible lead mechanical issue. The electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that the patient had small r wave amplitudes and 'n' markers seen beneath the r waves, as well as low signals sometimes not sensed. The field representative advised to call the patient to be seen in clinical for a follow-up with extensive manipulation. X-rays showed normal findings and manipulation did not reveal artifacts in the secondary sensing vector. Despite good findings it was advised to program the device to the primary sensing vector due to the signal being good and to avoid future noise detection. Most recently the patient received an inappropriate shock due to noise/overseeing involving this electrode. Device data was sent to technical services (ts) for review. Ts reviewed the provided information and discussed recommendations. Ts noted that a review of the available electrocardiogram recordings showed a possible lead mechanical issue. The electrode was explanted and will be returned. No additional adverse patient effects were reported.